Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was implanted to several positions but tested thresholds were all high. The rv lead was removed. No patient complications have been reported as a result of this event.